Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that her therapy was not changing with positions. The patient was instructed to verify the adaptive stimulation was on, verify the patient programmer was displaying the correct position and amplitude, and then remain in that position for 3 minutes. After the troubleshooting, the stimulation was at the level where it needed to be. The patient reported she experienced the symptoms of having a headache and that she could barely walk. The patient followed up and reported that since the initial call, the stimulation had increased by itself. The patient was instructed to sync with the ins and it showed the patient was on group b, upright, and it started at 2.50. The patient stated that when she called in earlier she had decreased to 1. The patient was instructed to decrease the programs in group b to where she wanted them while she was upright and stay in that position for 3.5 minutes. She then laid down and went back to the upright position. This did not resolve the issue. The patient was instructed to turn adaptive stimulation off. She reported that she had the stimulation set and it was fine for a whole week but jumped to 2.80 on its own. The patient stated her legs were hurting and she was a mess. She stated that she used group a for one side of her body and group b for the other. The patient was instructed to follow up with her healthcare professional. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.